Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), there was non-capture observed with the device. The issue persisted even at maximum output and in several positions. The system was removed, and a new system implanted successfully. No patient complications have been reported as a result of this event.